Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittently elevated blood glucose (bg) levels (400 mg/dl); cause unknown. Bg was addressed with correction bolus and manual injection. School nurse administered manual injection. Contact did not respond to follow up attempts to gather additional information.